Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that right ventricular oversensing determined to be post-paced t wave over-sensing was observed on the implantable cardioverter defibrillator. Pseudo fusion behavior was observed due to an atrial pace blanking the early part of the r wave from getting sensed leading to t waves falling at a faster than normal interval and causing oversensing. Programming changes were recommended. No further information was available.